Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an sc euphora rx ptca balloon catheter was inflated to 8atm for 20 sec. It was reported that the sc euphora balloon ruptured. The lesion was then treated with euphora balloons and a resolute onyx drug eluting stent. No patient injury was reported.